Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.961 volts, and the memory locations on the generator indicated that 42.340% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The data dump was also reviewed and high impedance was first seen on 1/15/2021, 8533 ohms, and the value kept changes afterwards but remained high. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
D. Suspect medical device, 9. Device available for evaluation?; corrected data: device was received into analysis prior to submission of initial MDR however was inadvertently not coded. H3. Device evaluated by MFR?; corrected data: code "02" was inadvertently not coded in initial MDR.

Event description:
Generator has been received into analysis however analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device has high impedance. Clinic notes received noting the impedance was high , output current was low and the patient fell on (B)(6) 2021 and hurt her left shoulder while walking outside. There is pain near the vns generator but reports that it seems to working normally and discharges with her magnet. The device was adjusted due to cognitive changes and seizures as a precautionary measure. Information was received that prior to surgery the patient had high impedance. When in the operating room, the surgeon found that the lead was implanted incorrectly. The electrodes were put upsides down on the nerve and there was no strain relief at all. It is suspected that no tunneler was used during the implant surgery and instead hemostats were used as there was no generator incision pocket but rather a very wide pocket in the neck that could fit 3 fingers and it appeared as though the generator was shoved in the clavicle and the remaining part of the lead was also shoved in the pocket and as a result was coiled. The surgeon believes the lead being coiled and the wrong placement of the devices was the cause of the high impedance and there could have been a lead break present. The generator was also over the muscle and not under. It was also noted the patient had discomfort in the beck and believes to be related to the high impedance. The lead had to be cut into many pieces and thus not available for return. The generator has not been received into analysis to date. No additional relevant information has been received to date.